Event description:
Customer was not feeling well, pt was sweating and took a blood glucose reading with a result of 172 mg/dl. Paramedics were called and pt was taken to the hospital. In route to the hospital the customers blood glucose was 40 mg/dl. The customer was given saline solution and juice to bring up their glucose level at the hospital. A request was made for the return of th suspect device and replacement product was sent.